Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted a few days ago and pacing failure was noted as well as an increase in pacing thresholds when it comes to the right ventricular (rv) lead. No ventricular sensing was available. The pace impedance measurements had decreased. Lead evaluation was performed which included posture change, deep breathing, and possible movement performed, but no significant change noted. The device was reprogrammed and the patient will be monitored. No adverse patient effects were reported.